Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a high and low blood glucose events. The customer¿s blood glucose was 44 mg/dl at the time of incident. Customer stated that the insulin pump had a change sensor alarm and the blood glucose was at 44 mg/dl and treated. Customer stated that the insulin pump middle button was hard to press and unresponsive. Customer had a high blood glucose of 400 mg/dl the day prior to call and blood glucose reading went low after a possible over bolus for high blood glucose treatment. Customer declined high and low blood glucose troubleshooting. Customer reported an unresponsive button that was resolved by a battery change. Customer also reported a calibration not accepted and change sensor alarm and troubleshooting was performed and completed. The customer was advised to monitor. The insulin pump is being not expected to return for analysis. Sensor will be replaced and expected to return.